Event description:
Manufacturer received report from company representative at office visit physician that programming wand failed to program. Programming wand is being sent back to manufacturer for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.